Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013, the customer reported that during routine follow up, this right ventricular (rv) lead exhibited a low, out of range pacing impedance measurement of 190 ohms and pacing threshold measurement of 2.7v. This patient underwent a surgical procedure and this lead was surgically abandoned and capped. This rv lead is no longer in service and a new lead was implanted. No additional adverse patient effects were reported. The lead was actively implanted for approximately 11 years, 7 months.